Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed; no image problems or communication errors detected. The device evaluation found white residue in the j-channel (water jet) and air/water channel cylinder and yellow residue in the nozzle. Additional findings observed during the device evaluation included: the suction cylinder (s-cylinder) had discoloration, the play of up/down/right/left knob was out of the standard value due to wear of angle wire, and the probe cover (c-cover) had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced scope communication errors: b30, e216, and had image failures. The issue was found during procedure. Inspection and testing of the returned device found foreign material in the channel and nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, the foreign material was unable to be further specified. Deformation or breakage of the auxiliary water channel, air/water (a/w) channel, and nozzle was not reported. No deviation from the instructions for use (IFU) was confirmed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.